Manufacturer narrative:
Current product instruction for use 526933en_13 dated 10/2022 states: "it is the responsibility of the caregiver to ensure that the user can use this product safely" "make sure that the mains power cable and tubeset or air hoses are positioned to avoid causing a trip or other hazard, and are clear of moving bed mechanisms or other possible entrapment areas". It seems that a family member received a mild burn to their arm because the loose cable touched the metal bed frame when it was moved. Review of complaints form the last 3 years, did not reveal another events, where user would move the power cord which in a result would touch the metal bed frame leading to an electric shock. Upon the investigation, we found that the device failed to meet its specifications since the power cord became damaged. It is unknown whether the device was used for a patient treatment the moment of the incident, since the customer was unsure whether the incident occurred when the patient was on the ward or after. When the event occurred, the arjo product was involved with the reported incident, since the electric shock and sparks came from the damaged power cord. However, the cause of the incident is related to the user actions who decided to move the power cable.

Event description:
It was reported that, most likely, a patient's family member moved power cable which was attached to the flowtron pump. Mains cable became loose from pump and came into contact with bed causing sparks and a bang and also resulted in a small burn to the lower right arm that needed no medical treatment . A photographic evidences provided showed power cable torn out of the pump, exposing internal wires and also presented another pump on the bed with a power cable wrapped around the metal bed. The photographic evidences let us to believe that the cable touched the bed frame most likely because the way it was routed on the bed frame.